Event description:
It was reported that during a da vinci si cholecystectomy, pk dissecting forceps instrument would not cauterized. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the instrument passed the electrical continuity test. Additional observations revealed a pitch cable frayed at the distal clevis hub. The frayed segment is approximately 0.04 in length. The instrument has 0 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.